Event description:
It was reported that during the stenting procedure, the circumflex artery was stented successfully with one xience stent. Next, a grand slam guide wire was advanced to the lesion in a heavily tortuous and heavily calcified, 85% stenosed mid left anterior descending artery and pre-dilatation was performed with a 2.5 compliant balloon. A 2.5 x 15 otw xience v was advanced but would not cross the lesion. A wiggle wire was used to help facilitate advancement of the device but the device still did not cross the entire lesion. The 2.5 x 15 otw xience v was being removed from the patient anatomy and some drag and resistance was felt. When the device was removed, the stent had dislodged from the stent delivery system. As the physician was inserting a 2.5 x 12 otw xience v, he saw the stent floating at the lesion site, therefore, he removed the 2.5 x 12 otw xience v and inserted a prowater guide wire through the lumen and used a 1.2 mini trek to position the dislodged stent and then used a 2.0 compliant balloon to post-dilatate. The stent was only partially covering the lesion, therefore, the physician used a 2.5 compliant balloon to perform angioplasty on the remaining lesion. Although, there was a delay in the procedure, there were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: the device was expected to return for investigation, however, the device was discarded by the facility and will not be returning. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: wiggle wire. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.